Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the corail stem inserter was not inserting properly into the corail cemented std 135, size 11 stem. There appears to be some damage on the tip of the stem inserter, it looks slightly deformed and was no longer the usual shape. It almost looked like the material have compacted vertically and then widened a little. The threaded stem inserter was used to guide the stem in. There was a one minute surgical delay. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "corail stem inserter was not inserting properly into the corail cemented std 135, size 11 stem, ref: l96411, lot: d23033084. There appears to be some damage on the tip of the stem inserter, it looks slightly deformed." The product was not returned to medtech orthopaedics, however photos were provided for review. (Img_9207.jpg ,img_9209.jpg , img_9210.jpg & img_9211.jpg). The photo investigation revealed that summit standard imp. Inserter] had deform/bent on tip. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The provided evidence was not sufficient to confirm the reported event of unable to assemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: corail stem inserter was not inserting properly into the corail cemented std 135, size 11 stem, ref: (B)(4), lot: d23033084. There appears to be some damage on the tip of the stem inserter, it looks slightly deformed. This was a loan stem inserter: d257005100, so2047754. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned that the summit standard imp. Inserter found that the tip was deformed. Additionally signs of worn can be seen according to the time of service of the device. The potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test could not be performed as the mating device was not returned. However, the assembly issues could be confirmed due to the observed deformed condition of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.